Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the italian market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069065.

Event description:
The event occurred in italy. It was reported that clotting of the hls set was discovered after starting the patient's treatment. The hls set was replaced, and the treatment was continued. No harm to any person has been reported. As the hls set was replaced during the patient¿s treatment, the event can result in a risk for harm of any person a report is required. Complaint ID # (B)(4).